Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to sign in. A field service engineer (fse) found that the user was unable to log in with biometric identifier due to a network related issue. The network had been down but was restored, and users were then able to log in with no further failures observed. The customer verified that the system was fully operational. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to sign in to the station. Customer entered the username, but it kept loading and did not proceed to the bio ID authentication part. Tried to reboot, unplugged the network cable and then plugged it back in, but the issue persisted. Station went offline on remote support service. However, there were no delays or adverse events or injuries reported based on this event.